Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: correction: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows nicks, gouges, flared and post feature has fracture. DHR was reviewed and no discrepancies were found. The root cause of the failure is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.